Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 133 ohms. Technical services (ts) provided plot graphs that show that the impedance has been gradually rising within the system, with the leads having a 28-day average of >90 ohms. No shocks have occurred, and no defibrillation threshold (dft) test has been conducted. Ts recommended setting the high out of range impedance measurement to 150 ohms in the rv lead before giving an alert. No adverse patient effects were reported. This rv lead remains in service.